Event description:
It was reported that during the laparoscopic colectomy, when firing on colorectal mesentery with the device, the patient returned to surgery post-op; few hours and had to be opened related to two arterial bleeds. The case was completed using suture. No device returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional followup: "how is the patient currently? Recovered. Were there any difficulties noted during the initial procedure? No. What tissue was fired on? Mesentery. Were the vessels skeletonized prior to firing? No. Where exactly were the two arterial bleeds? Named vessels? Mesentery branches ima. What did the staples look like? Formed b's. Is the patient expected to have a full recovery? Yes. How much blood was lost? Unknown. Was a transfusion required? Unknown. Did the surgeon wait 15 secs prior to firing? Yes. How many hours post op? Five. Was the 2nd procedure open or lap? Pictures or video? Open. Crossing any staples lines during firing? No.